Manufacturer narrative:
(B)(4). Similar to device with 510(k) k090140. Summary of investigational findings: imaging confirms that three primary and two secondary filter legs did perforate ivc as reported, within 6 days of implantation. One secondary leg bent evident on first provided imaging on second retrieval attempt. At deployment the filter was tilted 17 degrees apex left relative to the ivc. Imaging during inspiration demonstrate that tilt is increased to 23 degrees apex left tilt during expiration. A second endovascular filter retrieval attempt using alternative techniques failed and filter was finally removed by open surgery. A catheter must have hooked and bent the leg. Lt cannot be determined if this occurred at first or second retrieval attempt. Numerous techniques to center a difficult to snare hook have been described. Filter perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is also a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. The exact reason for reported pain immediately after filter placement cannot be determined, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter was placed on (B)(6). Patient immediately felt pain after filter placement. Therefore, the decision was made to retrieve the filter. On (B)(6), the first attempt to retrieve the filter was done with a vrs-6.0-90 set. This failed. On (B)(6), another attempt was planned, with the usage of curved flexor sheath (10f) and the availability of a larger snare (45mm angiotech). The filter was clearly tilted and the primary legs perforated the vena cava wall on the right side. After no success to retrieve the filter an attempt was made to snare the secondary struts in order to be able to center the hook of the filter and try to advance the 10f introducer directly over the hook. This failed and lead to the 45mm snare (angiotech ) to get stuck to filter. An attempt was made to release the snare from a femoral approach using a vrf-3.0-120, but the snare was stuck. Patient underwent surgery the same evening to remove the filter and the snare. In the or the surgeon found out that the filter perforated the vessel wall in 5 places. Patient outcome: according to the initial reporter, the patient did experience adverse effects due to this occurrence. Adverse effect: pain from the filter & they need to remove it through open surgery.